Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was alleged that the pump had emitted the alarm three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box showed evidence of a cs 078 happening on (B)(4) 2014. The complaint was duplicated when the rewind step could not be executed due to the call service alarm. When the pump case was removed, moisture damage was found on the printed circuit board motor components. Unrelated to the call service alarm issue, the display screen was dim and discolored. The battery compartment was cracked on the threads above the bumper pad.